Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles within the infusion set tubing. Customer's blood glucose (bg) level was 364 mg/dl. A correction bolus was delivered to address bg. The customer primed the tubing until air was removed.